Event description:
It was reported that the ty wraps on an (B)(4) concentrator are leaking. Per independent repair center statement, the unit was displaying low o2 or a yellow light. The key failure was ty wraps leaking.